Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by the distributor that needles are defected. Last 3 time the needle comes apart from the suture. No adverse impact was reported. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ten product complaints were created to document 10 different cases: (B)(6) is created for 1st event (mcp942g/ 103930). (B)(6) is created for 2nd event (mcp987h/ uamrce). (B)(6) is created for 3rd event (mcp987h/ 102czu). (B)(6) is created for 4th event (mcp317h/ umbkhd). (B)(6) is created for 5th event (mcp987h/ 103cp2). (B)(6) is created for 6th event (mcp942g/ tlmcht). (B)(6) is created for 7th event (mcp315h/ tgmppt). (B)(6) is created for 8th event (mcp942g/ ubmqqj). (B)(6) is created for 9th event (497g/ spbclq). (B)(6) is created for 10th event (z969h/ 109ls). Please provide the following information for each case: it was reported that "last 3 time the needle comes apart from the suture". * did all the reported devices have this issue? If no, please porvide additional details. * when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. * is this device or samples from same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) * credit was requested. Please provide a copy of the ethicon invoice to complete this request. The following information was reported: ¿ we have not removed this issue to ethicon before now. ¿ all 10 products referenced are associated with separate events. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.